Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient's pump never worked correctly and was turned off for the past 7 years or more. The pump has not been removed yet.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was faulty and had 6 hospital visits in 1 year but could not find the reason for the failure of delivery. The pump was turned off less than one and a half years after insertion. It was noted there were no changes in circumstances that led to the pump never working. It was noted it just never worked properly. The patient went to oral meds instead. The patient experienced major withdrawal and noted it was horrible after a bolus was delivered. It was noted the patient would be better with-in 4 hours of delivery but then exactly 6 weeks later the pump would fail again. The patient was hospitalized and x-rays were performed to check for catheter defects and multiple resets. The patient noted it was a very bad year. The pump was turned off and never used again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.